Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunction was found during device evaluation: coupler moving not in center, needs replacement. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the hd autoclavable camera head when plugged in, static, no picture during preparation for use. There was no report of patient harm or user injury associated with this event. During testing and inspection of the returned device, no image was confirmed also intermittent image due to a faulty cable unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is displayed intermittently due to occurrence of poor communication caused by cable failure. The cause of occurrence of the cable failure could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.